Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urinary burning sensation with suprapubic pain radiating to the bilateral flanks, pain, mesh erosion, dysuria, recurrent urinary tract infections, vaginal itching and discharge. A removal of the mesh and repair of a vaginal mucosal defect were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.